Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up, out of range high, hv lead impedance was observed. The patient will continue to be monitored. The patient is in good condition.